Manufacturer narrative:
Refill was received on 28-sep-2017 and investigated. Investigation results showed that wear of plastics material, especially at the latching hook were the cause of the malfunction. This wear is due to the usage of abrasive toothpaste in combination with insufficient cleaning. Based on investigation results no manufacturing cause associated.

Event description:
Spat out half the brush / faulty brush head / broken brush head - oral-b dualaction. Brushhead [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that on that morning, she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown when she thought she'd lost a molar. She stated that she then spat out half the oral-b dualaction brushhead instead of a tooth. This had never happened to her before and as such, she assumed the brush head was faulty. No symptoms developed. Relevant history: none reported. No further information was provided. On 20-sep-2017 received consumer's follow-up e-mail: the consumer reported that this brush head was the last from the packet, and she guessed that she'd changed it about 8 weeks ago. She stated that she had not dropped the head and the logo didn't come off when she scratched it with a coin. She reiterated that this had never happened before and she'd been using oral-b products for as long as she could remember. No further information was provided. On 05-oct-201 received consumer's follow-up e-mail: the consumer reported that she'd received her new replacement brush heads and returned the broken one. No further information was provided.